Manufacturer narrative:
Continuation of medical devices: product ID 37791, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that they had poor coupling. The patient can't get more than 2 bars filled in, and then the insr "antenna overheats". They noted this had happened since the first day she had it put in. They indicated that ins pocket concerns were mentioned as a possible reason for recharging concerns. The patient said they did not have pain or swelling at implant site but said they "had a lot of fat". The representative said they might have to move the battery further up my back. Patient services told patient that the reason for the poor coupling was likely due to the reason that the representative told them, but they sent a replacement insr antenna, noting if this did not fix the issue, then the patient should follow up with their doctor. No further allegations/complications were reported. Additional information was received from the patient stating that thier new replacement device was not overheating, and it was doing okay but not getting a charge to the battery. They had used the new recharger 3 different times and only had gotten a half of a charge. They noted their doctor knew about this and sent someone (a representative) out and met with them and they noted there was a lot of scar tissue that was over it and the device needed to be moved further up. They noted they were "quite a heavy woman". The doctor did not seem like they wanted to move it but the patient noted they need relief. They were not getting any relief now. No further complications were reported.

Event description:
Additional information was received from the patient reporting that circumstances that let to the coupling issues/ins not getting a charge was ¿it had been that way since the stimulator was put in¿. Steps taken to resolve these issues were the manufacturer technician and healthcare provider (hcp) felt the unit. It was stated the replacement of the antenna did not resolve the coupling issues/ins not getting a charge. When the patient was asked if the coupling issues/ins not getting a charge had been resolved and if the device needed to be moved, they replied yes. The patient¿s weight was reported. Additional information was received on (B)(6) 2018 from the patient reporting that they had pain in their back area since implant ((B)(6)2018). The patient requested to change the program from program 1 to 2. After troubleshooting with the programmer, it was determined that the patient did not have a program 2, the patient stated that they did with their last ins. The patient reported poor coupling with their recharger since implant as well. The patient stated they made a manufacturer representative (rep) aware of the poor coupling issue in 2018 (they stated a couple of months ago) at the doctor¿s office. The patient stated the rep was never able to get more than four boxes for coupling. The patient stated the doctor had requested prior authorization with insurance to move the current ins location. The patient was instructed to communicate with their ins using their programmer, which showed the ins was on. The patient did not have any program options to choose from for troubleshooting. The patient was redirected to follow-up with their healthcare provider (hcp) to request a rep to do programming. A message was also sent to a rep regarding the patient¿s call, stating they were going to the hospital on thursday, (B)(6) 2018 for a knee replacement procedure and they told the patient a message would be sent out to a rep. Patient services called the patient back to let them know that the rep was out of the office and would be back on (B)(6) 2018 and they may hear from them after that. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 37791 lot# serial# unknown implanted: explanted: product type recharger h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.